Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr duplicated the reported issue and replaced the display. The unit is working to service specifications. The suspect front panel was returned to carefusion's failure analysis laboratory. The customer's reported issue was duplicated in the laboratory setting. The root cause was determined to be related to the hardware design of the touchscreen. The received front panel is an older generation part in which the reported issue has already been addressed in newer generations. No further investigation is required.

Event description:
It was reported that during patient use, the ventilator's user interface module (uim) touchscreen was frozen. There was no harm to the patient as they were switched to alternate ventilation.